Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the issue resulted from the physician's technique during the procedure or from a potential device malfunction. Additionally, based on the most relevant information associated with the complaint including product record review results; the device met all required manufacturing specifications and successfully passed all controls and inspections. No abnormalities were identified during the assembly process. However, due to insufficient evidence, a definitive cause for the reported issue cannot be established. In the absence of a proper device evaluation, the factors that contributed to the event remain unknown. The complaint summary states that "the procedure was completed with another of the same device." Therefore, the reported impact code of "additional device required" will be classified as "adverse event related to procedure," as the adverse event occurred due to issues encountered during the procedure. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. The anatomy location is unknown. During the procedure, the clip prematurely detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.